Manufacturer narrative:
This report is submitted on august 12, 2020.

Event description:
Per the clinic, the patient experienced recurrent infection at the abutment site. The abutment was removed on (B)(6) 2019, and the patient was treated with topical antibiotics. It was reported the patient was converted to a transcutaneous osia baha implant system on (B)(6) 2020.